Event description:
It was reported the procedure was being inserted into the patient's internal jugular in the emergency department. During insertion, it became uncoiled. The catheter was removed by the physician and an x-ray confirmed that nothing was retained in the patient. As a result, a peripheral catheter was inserted and used successfully. It is unknown if there was a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4).